Manufacturer narrative:
Six samples were returned for investigation. The sets were examined for defects and abnormalities. Three samples were separated right away the pump safety clamp. Ringer retainers were not returned but visual inspection of the silicone segment showed signs of the ring retainer being assembled. The other three samples were separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturing investigation, separation between tubing and lower fitment could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. An accessory was implemented to the medica solvent dispensers that assist the production personnel in guiding the tubing to the insertion point. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set separated the following information was received by the initial reporter with the following: it was reported by customer that the back check valve has come apart.